Event description:
The hcp reports a patient experiencing shaking of her extremities following a motor stall and tube set error messages. In 2006, a motor stall and tube set message were observed upon interrogation of the patient's pump. The only reported symptom was shaking of the patient's extremities. The stall occurred two days before, and the tube set occurred two days later. The pump was updated and refilled. The drug used in the pump is lioresal 2000.0 ug/ml at 1391.3 ug/day, flex infusion mode. Additional information has been requested from the hcp but was not available on the date of this report.